Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition which was believed to be caused by electromagnetic interference (emi). Later the patient had confirmed that they were using another device which sends current to the entire body. This device currently remains in service. No adverse patient effects were reported.